Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit the pacing threshold had increased and the sensing was decreased. The lead was repositioned successfully.